Manufacturer narrative:
Supplementary report will be submitted as soon as the actuator has been returned and evaluation is performed.

Event description:
During a transfer of a patient, the lift arm falls uncontrolled towards the floor but the staff managed to catch the patient. No injury alleged.